Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had an ongoing driveline infection requiring a debridement. Cultures of the driveline site were positive for pseudomonas. The patient was discharged on (B)(6) 2014.

Manufacturer narrative:
The date of the event has been estimated. Approximate age of device: 2 years and 4 months. Previous report of driveline infection is covered under medwatch #0002916596-2014-00558. The patient remains ongoing on lvad support. A specific cause for the reported driveline infection and a correlation to the device could not be determined without a full evaluation of the product. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event. Placeholder.